Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touch screen malfunction was verified. However, the low blood glucose level and high blood glucose level issues were unable to be verified due to a different issue identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the contact was unable to recall the reason on why the customer's bg level went low. The customer drank apple juice to stabilize impacted bg level. Additionally, it was reported that the customer had been experiencing high bg levels in the 200-450 mg/dl range with medium ketones. Reportedly, the suspected cause of the high bg levels were because the customer was experiencing a virus; however, the contact also believed it was pump related. Customer addressed high bg levels with injections and a bolus. Contact declined further troubleshooting regarding impacted bg levels. The contact confirmed that an alternate method of insulin delivery was available.